Manufacturer narrative:
A patient experienced ineffective therapy due to one of the leads migrating was reported to abbott. No intervention is planned at this time. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information indicated that a surgical intervention occurred wherein the leads were explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number 1627487-2021-14089. It was reported that the patient was experiencing ineffective therapy due to one of the leads migrating. As a result, surgery intervention is pending to address the issue. It is unknown which lead is related to the issue. Therefore, all the suspected devices are being reported.